Event description:
Patient called regarding the patient's one touch profile meter alleging that the meter was reading inaccurately high. Consequently, patient passed out and was hospitalized. On the evening of the event, patient "felt funny and sleepy". Patient had tested blood glucose in the afternoon and it was "normal" so patient didn't take an insulin. It is unknown if patient ate anything after taking reading. Patient drank some juice and passed out on the floor. Patient's family member tested patient on one touch profile meter with a result of 100 mg/dl. She called 911 since she did not believe the reading. The emt tested patient on the meter with a reading of 53 mg/dl. They gave patient "2 IV glucose" and took patient to ER. At the emergency room, they got a reading of 194 mg/dl on the hospital meter. They then gave patient dinner and patient was kept there for about an hour. Patient did not test blood glucose again that night on the meter.